Manufacturer narrative:
Importer informed manufacturer about event on 12/08/2015. Since neither the device nor device-specific information was provided, the manufacturing lot could not be determined. No investigation possible. Per complaint files of last three years, no similar issues have been recorded for this device.

Event description:
As per importer report# (B)(4): doctor was excising/ undermining skin cancer for removal using the device to lift tissue when the tip broke off. No harm to patient. Extended procedure time by 5 minutes when searching for the tip, which was retrieved.